Event description:
It was reported that there was loss of light.

Manufacturer narrative:
Alleged failure: cib: bryandept: biomedissue: turns off/on in middle of case/had to pull light cord out/on to light back on-temp. [Update - loss of light duration not available. Replacement device used to finish the case.] . The failure alleged in the complaint record was not confirmed/duplicated during the product investigation. The probable root cause/s could be a not fully seated safe light cable, bad reed switch in the safelight cable, loose usb 3.0 a-to-b cable connection between the l11 led light source and the 1688 camera control unit. The product was returned for investigation and the failure mode will be monitored for future reoccurrence.

Manufacturer narrative:
Additional information will be provided once the investigation has been completed. The device manufacturer date is not known at this time. However, should it become available it will be provided in future reports.

Event description:
It was reported that there was loss of light.